Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated she took a reading on her accu-chek meter, and the reading was 90 mg/dl. Customer took a reading on her grandmother's accu-chek meter, and the reading was 37 mg/dl. These readings were taken within 10 minutes. The meter and test strips have been requested for return, but cannot be returned as they have been discarded. It is unknown if the same vial of test strips was used to obtain both readings. Lot numbers are unknown. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.